Event description:
This report summarizes one malfunction event. A review of the event indicated that model 1808069 MRI isp powerport with white 8 fr cf with sp int experienced a failure to infuse. Of this event, the device was used on the patient with no reported injury. The female patient¿s age and weight were not provided. The 1808069 MRI isp powerport with white 8 fr cf with sp int was not returned for evaluation, limiting investigation. A DHR review was performed. The definitive root cause is unknown.